Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented through merlin.net transmission, non-sustained rv oversensing episodes due to intermittent loss of biventricular capture were observed. Programming changes were made. Patient was stable.